Event description:
Repeated error codes (102/103) on iradimed mridium MRI infusion system (both purchased and loaner units) when being moved or transported from critical care to MRI when going over elevator thresholds, bumps, etc. The 103 error code is a serious "watchdog motor time-out error" that displays the code and requires the unit to be re-started, tubing must be re-loaded and the unit re-programmed which introduces the potential for a medication administration error. While there has been no harm to our pts thus far, these issues have led to postponed or delayed treatments. Since these units are under warranty, we have not been able to open them up to determine if there's a loose connection, etc. We've only been able to obtain loaner devices from iradimed, which subsequently also exhibited the same error code symptoms under the same circumstances during transport. We're working with the OEM to get this corrected. We've also reported this to (B)(4).